Event description:
It was reported the pump was dislodged. After a fall the patient fractured her distal femur and had to use a bed pan for some time. It is either the fall or the twisting and turning while using a bed pan that the caused the dislodgement. Patient did not realize that the pump was dislodged. The patient did not experience signs or symptoms. Upon examination/palpation on (B)(6) 2009 the pump was found floating semi-free in the pocket. Intervention was device surgical revision. The pump was surgically resecured on (B)(6) 2009. The severity was mild. The etiology was related to device or therapy. The outcome was resolved without sequelae.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4)